Event description:
It was reported that during a laparoscopic colectomy procedure, on the second firing of the device, the clip did not shut. Upon inspection of all three clips fired, clip one and three were loose. Another product opened and used. Inadequate clip formation. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.